Manufacturer narrative:
Continuation of d10: product ID 97745nt , serial# (B)(6), product type section d information references the main component of the system. Other relevant device(s) are: product ID: 97745nt, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient said the button on the top of the controller is not working. Patient said the controller screen goes blank and controller does not power on when they press the button. Patient said they have had close to 5 -6 controllers since he had the implant. Patient asked if there is a way to bypass the button to turn the implanted neurostimulator off. Patient asked to replace the battery pack because they had the bp for a long time. Patient stated if the controller is down and they are in pain, they can't use the controller so they want to get a new battery pack. Controller showed ins 100%, controller 100% charged. Agent reviewed how to navigate the controller to turn therapy off/on. Agent confirmed there is no visible damage. Patient service specialist reviewed device function / information. Patient insisted to get bp replacement. An email was sent to the repair department to replace the controller and battery pack.